Manufacturer narrative:
(B)(4).

Event description:
It was reported that every time a non-dependent patient presented for routine follow-up. Device interrogation revealed a polarity switch on the right ventricular lead. The lead exhibited noise and when the polarity switched the lead exhibited low impedances. The noise could be reproduced in clinic. The lead was capped and replaced successfully on (B)(6) 2015. There were no complications to the patient.